Event description:
The customer reported to philips healthcare that the heartstart xl had "power cable deterioration." There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.